Event description:
It was reported that on (B)(6) 2024, a 21mm epic supra valve was chosen for implantation. During positioning the physician thought one of the valve leaflets was not coapting properly. Trivial aortic regurgitation was observed during and after the procedure on ultrasound. The valve was implanted despite the issue. No intervention was performed to treat the regurgitation. The patient was reported to be stable. There was no clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of the valve leaflets not being coapting properly was reported. A returned device assessment to see if there were any valve abnormalities could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications, including functional testing, prior to release from abbott. This functional test ensures proper cuspal coaptation and hemodynamic performance before commercial release. The free state of the leaflets, without physiological pressure applied, is not indicative of actual leaflet coaptation or valve function. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 21mm epic supra valve was chosen for implantation. During positioning the physician thought one of the valve leaflets was not co-apting properly. Trivial aortic regurgitation was observed during and after the procedure on ultrasound. The valve was implanted despite the issue. No intervention was performed to treat the regurgitation. The patient was reported to be stable. There was no clinically significant delay.